Event description:
The customer observed elevated atellica im enhanced estradiol results for five patient samples that were considered discordant to repeat testing on the atellica im enhanced estradiol assay. The initial results were reported to the physician(s) who did not question the results. There are no reports of adverse health consequences associated with the discordant elevated atellica im enhanced estradiol results.

Manufacturer narrative:
A customer from outside the united states observed elevated atellica im enhanced estradiol results for five patient samples that were considered discordant to repeat testing on the atellica im enhanced estradiol assay. Quality control results were high out of range. The customer changed readypacks and the quality control results came in range. Maintainance and calbrations were within specifications. There were no obvious visual issues with the readypack or the kit box. The interpretation of results section of the instructions for use states: "results of this assay should always be interpreted in conjunction with the patient's medical history, clinical presentation, and other findings." Siemens is investigating.

Manufacturer narrative:
Initial MDR 1219913-2023-00053 was filed on march 16, 2023 reporting a customer from outside the united states observed elevated atellica im enhanced estradiol results for five patient samples that were considered discordant to repeat testing on the atellica im enhanced estradiol assay. Additional information may 15, 2023: the customer reported falsely elevated patient results on atellica im enhanced estradiol (ee2) assay with reagent lot 090. On (B)(6) 2023, biorad immunoassay plus qc lot 85310 recovered high and outside acceptable ranges on atellica im ih01020. A lookback of patient samples tested since qc was last in range was performed. The customer repeated multiple patient samples on other atellica im analyzers, and identified discordant results. The repeat results were lower than initial results and were believed to be accurate. The troubleshooting actions performed by the customer included replacing the ee2 reagent pack. After replacing the ee2 reagent pack, qc recovered within range. This customer suspects an issue with a shipment of ee2 lot 090 reagent that was received in december of 2022. The details related to this shipment were requested but were not available. Siemens reviewed internal release data and field data for ee2 lot 090. This data indicates that this lot performs acceptably internally and at other customer sites. Based on available information, the cause of the elevated qc and patient results is likely due to an isolated reagent shipping and/or handling issue at this customer site. A potential product performance issue has not been identified. The customer is operational. In section h6, the investigation finding, and investigation conclusion codes were updated.